Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating the system displayed an error for a speaker malfunction. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that after a system reset the system is not restored to its normal function. The fse stated that the customer would use the system in companion mode and would seek further repair request if needed. Manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Reporting information: (B)(6).